Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the coupling tool side of the device was defective and was creating heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the quick coupling device, it was determined that the coupling device would not engage the attachment. It was noted that the coupling tool side was defective and was creating heat. It was further determined that the device failed pretest for check the free movement, check the cannulation, check the tool coupling, and check status of development. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.